Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the proximal end of the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and bent. The broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Additionally, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the proximal end of the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.